Event description:
Reporter stated, the patient experienced elevated blood glucose during the night and delivered insulin via the infusion device. The infusion device displayed an e4 occlusion error, and she changed the cartridge and infusion set. The next morning, she noticed the buttons on the infusion device would not function. The infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The occlusion limits and alarm functions were tested successfully and comply with the product specifications. The soft components of the buttons are damaged and restricted handling of the pump is a possible implication. As a result, moisture may enter the pump and damage the electronics. The up button is permanently active due to an external mechanical damage. Due to this, the other buttons do not respond to commands.